Event description:
A report was received that the patient was explanted. The patient stated that the ipg never really worked well for her and she believed that her "body rejected it". The patient stated that nothing was wrong with the device and that she did not have an infection. The patient's physician was not aware that the patient had been explanted and did not have any information.

Manufacturer narrative:
The explanted devices were not returned to bsn as they were kept by the patient.